Manufacturer narrative:
The device was returned for analysis. The reported unspecified issue was confirmed as a bent sheath. Additionally the clip was not deployed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and treatment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified issue occurred with a starclose se device. No additional information was provided. Returned device analysis identified the sheath of the starclose se device was bent. Additionally the exchange sheath was partially split (2.3cm distal to the hub), and the thumb advancer was partially completed. The clip was not deployed.